Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the common bile duct of a patient, on (B)(6), 2010 as part of the (B)(4) wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was previously diagnosed with chronic pancreatitis (unknown diagnosis date). On (B)(6), 2010 liver function tests were performed, and the results were recorded. Also on (B)(6), 2010 baseline biliary obstructive symptoms were assessed, and included: jaundice, itching, dark urine, and pale stools. On (B)(6), 2010, a pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure and during the procedure, but the stricture had not been previously dilated. The 10 mm x 40 mm stent was deployed in satisfactory position across the stricture. The patient was treated as an inpatient. On (B)(6), 2010, one day post study stent placement procedure, the patient experienced acute pancreatitis. The patient was treated with medication. The relationship between the event and the study stent placement was reported to be "possible" per the investigator. The investigator's reported device causality assessment was reported to be "possible". The event outcome is considered to be resolved with residual effects. The stent remains implanted. Since (B)(6), 2010 the following information has been reported to boston scientific: on (B)(6), 2010 the patient had an abdominal scan as a control- not due to any patient complaints. A stent migration was discovered. The patient was not admitted to the hospital due to the migration, and the treating physician felt the patient was doing well enough that the stent did not need to be removed. There was no re-intervention.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the common bile duct of a patient, on (B)(6) 2010 as part of the (B)(4). According to the complainant, the patient was previously diagnosed with chronic pancreatitis (unknown diagnosis date). On (B)(6) 2010 liver function tests were performed, and the results were recorded. Also on (B)(6) 2010 baseline biliary obstructive symptoms were assessed, and included: jaundice, itching, dark urine, and pale stools. On (B)(6) 2010, a pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure and during the procedure, but the stricture had not been previously dilated. The 10 mm x 40 mm stent was deployed in satisfactory position across the stricture. The patient was treated as an inpatient. On (B)(6) 2010, one day post study stent placement procedure, the patient experienced acute pancreatitis. The patient was treated with medication. The relationship between the event and the study stent placement was reported to be "possible" per the investigator. The investigator's reported device causality assessment was reported to be "possible". The event outcome is considered to be resolved with residual effects. The stent remains implanted.

Manufacturer narrative:
(B)(4). (B)(4) - acute pancreatitis, non surgical medical intervention. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the common bile duct of a patient, on (B)(6) 2010 as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was previously diagnosed with chronic pancreatitis (unknown diagnosis date). On (B)(6) 2010 liver function tests were performed, and the results were recorded. Also on (B)(6) 2010 baseline biliary obstructive symptoms were assessed, and included: jaundice, itching, dark urine, and pale stools. On (B)(6) 2010, a pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure and during the procedure, but the stricture had not been previously dilated. The 10 mm x 40 mm stent was deployed in satisfactory position across the stricture. The patient was treated as an inpatient. On (B)(6) 2010, one day post study stent placement procedure, the patient experienced acute pancreatitis. The patient was treated with medication. The relationship between the event and the study stent placement was reported to be ''possible'' per the investigator. The investigator's reported device causality assessment was reported to be ''possible.'' The event outcome is considered to be resolved with residual effects. The stent remains implanted. Since (B)(6) 2010 the following information has been reported to boston scientific: on (B)(6) 2010 the patient had an abdominal scan as a control- not due to any patient complaints. A stent migration was discovered. The patient was not admitted to the hospital due to the migration, and the treating physician felt the patient was doing well enough that the stent did not need to be removed. There was no re-intervention. ***the following information was reported to boston scientific on (B)(6) 2010.*** the event date has been updated to (B)(6) 2010, from (B)(6) 2010.

Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review identified that this device was not used per the directions for use (dfu) / product label. However, the device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Pancreatitis and stent migration are listed in the dfu for this product as potential complications associated with the use of this device. Based on the evaluation conducted and the details of the complaint, the most probable root cause is anticipated procedural complication.